Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported by the patient that their subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks on two occasions. This was mentioned by the patient during a call with technical services (ts) while performing troubleshooting of the patient's remote communicator. No further information has been provided.